Event description:
It was reported by the rep that the (1) ez45g was used during an unk procedure. It was reported that the reload would not stay in place within the jaws of the ez45g. There was no consequence to the pt. 08/24/1999; rep called back and stated that the cartridge mentioned may have been the original and not a reload.